Manufacturer narrative:
(B)(4)

Event description:
It was reported that the surgeon inserted and removed the micl12.6 implantable collamer lens. The backup lens was implanted without any patient injury. The reporter did not have any further information. Additional information has been requested but not yet forthcoming. If any further information is obtained from the customer a supplemental medwatch form will be submitted.

Event description:
Additional information was received - the facility reported the surgery was performed on the patient's right eye (od). A peripheral iridotomy was performed at the same time as the surgery. The patient's post-op bcva was 20/20.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned lens showed the lens was returned in liquid and a piece of a haptic was torn off and missing. A lens work order search was performed and there were no similar complaints found. (B)(4).